Event description:
It was reported that the patient has been experiencing pain since undergoing surgery in 2010. Patient has never been able to bend his left knee completely. Patient also is reporting that his fingers and hands are in constant pain. Patient reports burning, stinging, aches and that his knees feel like he has sunburn.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient has been experiencing pain since undergoing surgery in 2010. Patient has never been able to bend his left knee completely. Patient also is reporting that his fingers and hands are in constant pain. Patient reports burning, stinging, aches and that his knees feel like he has sun burn.

Manufacturer narrative:
An event regarding pain involving a triathlon baseplate was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The provided medical information was reviewed by a consulting clinician who concluded: ¿there is no evidence that the complaints noted in the event description are the factors of faulty prosthetic design, manufacturing, or materials. Chronic ¿hypersensitive pain syndrome¿ and or diabetic or other neuropathy are probable causes for this clinical situation.¿ device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.